Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our function test the forceps cups would open but would not close when the handle was actuated. The handle had a loose feeling when used. No other anomalies were detected with the forceps. The device will be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device opens but does not close. Upon disassembling the device, a butt joint was discovered with a broken control wire / link wire solder joint. No other anomalies were discovered. The device history records for were reviewed and were manufactured on 10/10/16. No relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "the drive cable snapped and could not open/close the forceps" was confirmed; the device would open but not close. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura serrated large forcep-spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook captura serrated large forcep-spike. The physician noted when they closed the jaws of the forceps, the drive cable snapped and they could not open or close the forceps. The forceps fell off of the mucosa so there were no difficulties removing the forceps. The physician completed the procedure with a new pair of the same forceps with no further complications. There was no harm to the patient and no additional procedures required. On 04/04/2017, an evaluation response letter was received from the approved supplier. The supplier evaluation found that the link wire to drive wire solder joint was broken.